Manufacturer narrative:
(B)(4). Batch # n56r27. The analysis found that one pce60a device was returned with no apparent damage and without a cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a anatomic pulmonary segmentectomy procedure, the stapler did not fire the load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.